Event description:
This is 2 of 2 reports linked to mfg report number 3006697299-2022-00049 for excel 23khz straight handpiece (c2600p): a facility reported that the cusa console continuously sets off the water alarm which would both flash intermittently (and go away, then return) and also at times alarm solidly (no flashing). The water in reservoir (sterile) was changed, and two different handpieces were tried. Customer played around with the water reservoir and in certain positions it would stop alarming, then start alarming again. It seemed there was an issue where the reservoir was not making proper contact with the machine. The device was used for a live liver transplant donor resection. There was a delay for 30 minutes with no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 23khz straight handpiece (c2600p) was returned for evaluation: device history record - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information relative to the handpiece as valid. The reported failure "continuously set off water alarm" was unconfirmed for this device. Root cause - the root cause for the returned handpiece was found to be no fault found as the handpiece passed all testing and meets specification. However, root cause investigation determined that there was an issue where the excel console reservoir is not making proper contact with the machine resulting in a cooling alarm. The issue was not related to handpiece functionality. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.